Manufacturer narrative:
Investigation is currently in progress. Once completed a follow-up medwatch 3500a will be submitted.

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. No further information was provided by the distributor and the root cause cannot be determined. No further investigation is required. Complaint sample not returned to the manfacturer (greatbatch). Device not returned to manufacturer.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Event description:
Per email received 17 april 2014 customer service reports during an unk procedure (patient age and gender unk), the very end of the handle that screws into the implantable cup managed to work its way off the rest of the handle once cup had been implanted. The part was removed from the wound as soon as discovered and the straight impactor used to impact the cup fully; however, upon inspection of the part removed from the patient it was noticed the weld around the base of this part that had failed. The customer concluded that the back of the part could not be sterile and informed surgeon and anesthetist at once. The team discussed administering "extra" post op antibiotic in order to protect against infection. No additional info on the outcome of this discussion was received by the customer. There was no indication from the customer regarding if there were any complications or injury to the patient as a result of this incident.